Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported having a medical assistance due to low blood glucose. The customer stated that she was hospitalized with a blood glucose reading of 22mg/dl. She over compensated and delivered too much insulin. The customer did feel that the insulin pump was not the issue. No further information was provided.